Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
New information was received from the physician stating that the syndrome was first observed in 2010 and that it is possibly related due to neck surgery. Pa was conducted on the explanted vns generator. A foreign material was found inside the vns generator header but has not affected the device¿s efficiency or function or any adverse impact on device performance. The vns generator performed according to function specifications. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance condition was found.

Manufacturer narrative:
Initial follow up report listed wrong event date.

Event description:
It was reported that the patient is being referred for a prophylactic vns battery replacement. Through medical notes it was mentioned that the patient is diagnosed with horner's syndrome. Attempts to contact the physician for additional information and the relationship between the syndrome and the vns have been unsuccessful to date. The generator was explanted on (B)(6) 2013 and it was returned to the manufacturer on (B)(6) 2013 for product analysis.